Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. G4: PMA/510(k) number k101880.

Event description:
It was reported, that the implant in tooth site #30 came out, while placing impression coping. And clinician was unable to remove the components. Area was grafted on removal. And another symptoms, as a result of the event: pain.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie received one (1) tsvtwb10, (imp,tsv,4.7,10,mtx,mg) for evaluation. Visual evaluation of the as returned devices identified the implant and bundle mount with signs of use. The implant engaged & disengaged from the mount as intended during a functional test. No apparent malfunction was identified. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 1230517. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1230517 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿does not disengage/release¿ the customer did not submit images for the reported event. Based on the investigation and risk management file review as per rmf rm-00541-haz rev. 4, the most likely root causes determined from the investigation are incorrect techniques used during implant placement customer error. Therefore, based on the available information, a device malfunction did not occur. The reported event was unconfirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.